Manufacturer narrative:
Analysis was able to confirm the customers comment, the liquid crystal display was cracked. It was also identified that the hanger assembly was broken, the capacitor on the main printed circuit board was also broken. The upper and lower case, keypad and main seal were contaminated. All found defective parts were replaced and all other identified issues were resolved. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the screen of the external pulse generator (epg) was cracked. There was no patient involvement.